Event description:
It was reported that during central processing it was discovered that the monopolar curved scissors (mcs) had chipping/pitting at the tip. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip had chips/pits, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. This complaint is considered a reportable event due to the following conclusion: this complaint acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.